Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 7.1-7.2cm from the connector pin. Internal insulation abrasion under the rv shock coil was noted at 54.3-54.4cm from the connector pin. The silicone insulation was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 51.0-51.5cm from the connector pin. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.